Event description:
It was reported that the patient presented to hospital for a lead reposition procedure. It was noted that the right ventricular (rv) lead was dislocated, it was confirmed via pacemaker programming check and chest x-ray. During the rv lead reposition procedure, it was noted that the helix of the rv lead failed to extend. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Section d4, serial number should have been (B)(6) rather than (B)(6).